Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a 50 pc. Lot in february of 2019. Evaluation of the returned instrument as received shows that the luer flush port and cap were removed from the instrument and the knob rotation mechanism is dry and sluggish feeling suggesting that this instrument is in need of proper lubrication. The jaws are aligned in the open and closed position therefore we are unable to validate this complaint. After initial evaluation the luer flush port and cap were re- installed on the instrument and it was properly lubricated as recommended if IFU l02425 roo with non-silicone based instrument lubricant as it was when it was produced. This instrument is now able to pick-up, retain, close and release multiple clips both with and without the use of silastic test tubing. All 50 instruments from this lot were 100% visually inspected and function tested prior to release to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the user was unable to load a clip to the applier properly. He/she checked the jaws of the applier and found it was misaligned. Therefore, a new unit was used instead. The applier was purchased by the hospital in (B)(6) 2019.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user was unable to load a clip to the applier properly. He/she checked the jaws of the applier and found it was misaligned. Therefore, a new unit was used instead. The applier was purchased by the hospital in (B)(6) 2019.